Manufacturer narrative:
(B)(4). A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. A service history review revealed no previous service events that were related to the reported condition. During evaluation, the device passed both the homechoice return instrument test/evaluation (rite) electrical test and rite functional test. During the review of the log, no drain or ultra filtration (uf) volume was found that would exceed the current increased intra-peritoneal volume (iipv) criteria. No issues were found during external and internal inspections. The review of the device pneumatic system revealed no leaks and all the pressures were determined to be correct and stable. A short simulated therapy was performed successfully. During pal evaluation, no failure or malfunction was identified that could have caused or contributed to the reported issue. As a result, the root cause of the reported issue cannot be determined based on the information available.

Event description:
This is a report of a home patient that experienced a hernia. The peritoneal dialysis registered nurse (pdrn) reported that upon arrival at the hospital the home patient (hp) had been diagnosed with an incarcerated hernia. This was a new diagnosis for this patient. The pdrn stated that the hp is undergoing surgical repair of the hernia. The hp is transferring to hemodialysis, but it is due to the choice of the family and is unrelated to the hernia or any issues with the baxter products. The hp had been hospitalized and was not using their own cycler while in the hospital. The pdrn stated that there had been no known overfill events that would have contributed to the event of hernia. The pdrn stated that the hernia was unrelated to the device, disposables or solutions. No additional information was available at the time of this report.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, or if additional relevant information is received, a supplemental report will be submitted.